Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had two implantable neurostimulator (ins) batteries implanted at the same time and had very similar settings. The right ins indicated 15-29 months remaining but the left side indicated 96.9 months left. Rep reran the left side using a different physician programmer (pp), it showed 82.2 months remaining. It also showed 0% for usage on each group. After further discussion, it was determined that the ins on the left had experienced a power on reset (por) sometime (unknown when) based on pp for longevity and it did not show time remaining. It was also reported that patient had difficulty with her symptoms over the last month. A week later, rep further reported that the cause of difficulty with symptoms and por was not determined. It was noted that normal impedance and battery check were performed. There were interventions or actions taken to resolve the difficulty with symptoms and power on reset message on device.

Event description:
A patient reported the manufacturer representative (rep) did a test and was confused because the life span did not match up with the implant date even the two implantable neurostimulator (ins) were implanted at the same time one read 50 months and the other read 94 months. The patient noted that nothing made sense.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.